Event description:
The customer originally reported to customer service that her power cord was hot. Upon receipt at medela, the transformer was inspected and found to be breached, which is a safety risk.

Manufacturer narrative:
Upon receipt of the product, an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry and there was a loose prong. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 15.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 43.1 ohms, which is normal and indicates that the thermal fuse did not blow.